Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. No product will be returned from the distribution center to be analyzed since the lot number is unknown and no information was found on the system from this patient regarding to fmc cassette product been delivered. Since the complaint sample is not available for evaluation neither photos or videos were provided for evaluation and device history review was not performed since the lot number is unknown and no information was found on the system, the alleged event could not be confirmed. At this time, no sample has been provided.

Event description:
It was reported that a peritoneal dialysis registered nurse (pdrn) discovered a fluid leak from the cassette pumps and in the pump module area of the facility cycler, as well as on the external of the cassette during step 9 of pd end treatment. The pdrn stated the staff reported receiving an m31 air detected in cassette warning message during an unknown phase and cycle of treatment. It is unknown at which point in therapy the leak may have begun. The fluid leak did come in contact with the cycler. Per pdrn the patient had been able to complete treatment using the machine prior discovery of the fluid leak. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The liberty cycler set used by the patient was discarded and was no longer available for return for physical evaluation by the manufacturer.

Event description:
It was reported that a peritoneal dialysis registered nurse (pdrn) discovered a fluid leak from the cassette pumps and in the pump module area of the facility cycler, as well as on the external of the cassette during step 9 of pd end treatment. The pdrn stated the staff reported receiving an m31 air detected in cassette warning message during an unknown phase and cycle of treatment. It is unknown at which point in therapy the leak may have begun. The fluid leak did come in contact with the cycler. Per pdrn the patient had been able to complete treatment using the machine prior discovery of the fluid leak. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The liberty cycler set used by the patient was discarded and was no longer available for return for physical evaluation by the manufacturer.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.